Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. (B)(4). Results of investigation: the suspect uim was returned to carefusion for further evaluation. The customer's reported issue of the uim's touchscreen freezing could not be duplicated. The touch screen was tested and responsive to all testing, without freezing. It was noted that after calibration and a burn in period, the touchscreen calibration was lost and was difficult to adjust settings, but it was still responsive and allowed recalibration. The uim's display assembly was replaced as a precaution and the component was tested to manufacturer specifications.

Event description:
The customer reported while using the avea ventilator, the user interface module (uim) touch screen is freezing and not allowing changes. The customer stated there was no patient associated with this event.